Event description:
Femoral component revised for lack of motion.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding lack of motion leading to revision surgery involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the DHR was satisfactory. Complaint history review: chr review confirmed that there are no other similar events reported for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Femoral component revised for lack of motion.